Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an infusion leak at the bottom of the spike after di-100 engagement on the equipment. The event occurred while in use with patient at the hospital. There was no medical intervention required. The issue was resolved. There was no patient harm.